Event description:
During a ptca procedure, the distal end of the guide wire, about 50 cm from the distal end, detached when tracking the catheter on it. There was no resistance noted with the catheter when the guide wire was advanced. A balloon was used to assist in the removal of the entire system. Reportedly, there was no pt injury.